Manufacturer narrative:
No product will be returned per customer. The photo provided by the customer shows the tubing ballooned and collapsed the silicone segment. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing ballooned and collapsed in the pump and created a blood return from the patient. There was no patient harm.